Event description:
It was reported occlusion alarms occurred that did no resolve. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.